Event description:
It was reported that the ventilator had an error code data acquisition printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer verified the error code in the ventilator diagnostic logs. Upon a follow up with technical support, the customer reported that the unit was run and the reported issue was not duplicated. The unit passed testing and was return to use.